Manufacturer narrative:
Analysis found over-infusion with an undetermined root cause. During destructive analysis, a hole was identified in the internal pump tube due to wear, which allowed drug to leak into the motor containment area. Additionally, corrosion and wear were found on the internal gears inside of the motor, and a stall that was a result of shaft-bearing. Conclusion code no longer applies.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and other spasticity. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 651.1 mcg/day, dilaudid [0.7 mg/ml] at a dose of 0.22788 mg/day, and fentanyl [1500 mcg/ml] at a dose of 488.3 mcg/day. It was reported the patient stated that roughly one week ago, she started to experience withdrawal symptoms. When she went to her doctor¿s office on (B)(6) 2017 for a refill, she stated there were more than 50 motor stalls recorded over the prior week. There were no environmental/external/patient factors that might have led or contributed to the issue. The patient had their pump replaced on (B)(6) 2017. The issue was resolved at the time of the report. The explanted pump would be returned for analysis. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. Patient medical history included multiple sclerosis. Pump logs provided showed that when examined on (B)(6) 2017, estimated elective replacement indicator (eri) was 8 months. The logs showed that between (B)(6) 2017, 11 motor stalls and recoveries occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.